Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The litigation alleges pain, discomfort, inflammation, decreased range of motion, and elevated ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The litigation alleges pain, discomfort, inflammation, decreased range of motion, and elevated ion levels. Update rec'd 8/1/2016 - waiver of summons received. There is no new additional information that would affect the existing MDR decision. Update 11/21/2016 - pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, and limited mobility. Pfs alleges that a revision of the left hip has been done, but there are no operative records to support that contention. Metal ion levels present < 7.0 ppb not supporting metal ion toxicity. Abnormal clinical results: elevated metal ions removed from product harms. Updated demographics. Prod/lot being updated. The complaint was updated on: 12/13/2016. Additional information: doi: (B)(6) 2008, dor: (B)(6) 2016 (left hip). ((B)(6) 2016) **corrected: dor: unknown** the patient is a resident of (B)(6). **revision operative note (B)(6) 2016 is for the right hip: see (B)(4). Update ad 03 may 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets record. There were no new allegations reported. Updated patient's initials. Added law firm. Doi: (B)(6) 2008, dor: unknown (left hip). Please see (B)(6) for the right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, and limited mobility. Pfs alleges that a revision of the left hip has been done, but there are no operative records to support that contention. Metal ion levels present < 7.0 ppb not supporting metal ion toxicity. Abnormal clinical results:elevated metal ions removed from product harms. Updated demographics. Prod/lot being updated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
(B)(4).